Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver broke off during final tightening during surgery. The tip was removed and an alternative driver was used to complete the procedure. The surgeon commented that the driver was likely not fully seated within the plug when the driver broke. There were no reported patient impacts.

Manufacturer narrative:
Additional information: the returned driver was evaluated. The tip of the device was found to be fractured. The device manufacturing records were reviewed and no manufacturing issues were found. After manufacture of this device, the design was enhanced to reduce the likelihood of this failure occurring.